Event description:
The leakage of bone cement occurred in 1 case (1/81) during rpkp surgery and 2 cases (2/131) during fpkp surgery. All 3 cases were either at the disk space or at anterior/lateral vertebrae. These 3 patients were asymptomatic after surgery and during follow-up period. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).